Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during an implant, the right ventricular lead was unable to go where the physician wanted to place it. The lead was not implanted and another lead was implanted instead. No patient complications have been reported as a result of this event.